Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, multigravida, parity 4, metrorrhagia, vaginal discharge, hyperlipidemia, appendectomy, cardiac ablation, drug hypersensitivity and uterine fibroid. Concurrent conditions included hypertension since 2009, diabetes since 2009 and morbid obesity. Family history included colon cancer (her mother). Concomitant products included losartan since 2009, metformin since 2009 and verapamil since 2009. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2008, the patient experienced headache ("headache"). In (B)(6) 2008, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with surgery (endometrial ablation via nova sure on (B)(6) 2018 and myomectomy with myosure on (B)(6) 2018). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, hypersensitivity, headache, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date (B)(6) 2005. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Histology - on an unknown date: surgical pathology report. Final report. Endometrium polypectomy: fragments of proliferative endometrium and smooth muscle with features consistent with endometrial polyp. Negative for atypia or malignancy. Ultrasound scan - on an unknown date: transabdominal and transvaginal pelvic. Sonogram: bulky-appearing uterus with inhomogeneous-appearing anterior mid body suspicious for adenomyosis. Coarse echo pattern to the liver parenchyma suspicious for fatty infiltration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: medical records received. Case category updated to serious incident and medically confirmed. Medical history, family history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, multigravida, parity 4, metrorrhagia, vaginal discharge, hyperlipidemia, appendectomy, cardiac ablation, drug hypersensitivity and uterine fibroid. Concurrent conditions included hypertension since 2009, diabetes since 2009 and morbid obesity. Family history included colon cancer (her mother). Concomitant products included losartan since 2009, metformin since 2009 and verapamil since 2009. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2008, the patient experienced headache ("headache"). In (B)(6) 2008, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with surgery (endometrial ablation via nova sure on (B)(6) 2018 and myomectomy with myosure on (B)(6) 2018). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, hypersensitivity, headache, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date- (B)(6) 2005. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Histology - on an unknown date: surgical pathology report. Final report. Endometrium polypectomy: fragments of proliferative endometrium and smooth muscle with features consistent with endometrial polyp negative for atypia or malignancy. Ultrasound scan - on an unknown date: transabdominal and transvaginal pelvic sonogram: bulky-appearing uterus with inhomogeneous-appearing anterior mid body suspicious for adenomyosis. Coarse echo pattern to the liver parenchyma suspicious for fatty infiltration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.